Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous right side of common iliac artery (cia). A 25cm 6fr non-bsc sheath was inserted to the access site followed by a 035inch non-bsc guide wire and crossed the target lesion. A 5.0 x 20, 75cm mustang balloon catheter was selected and advanced for predilation. Upon first inflation at 12 atmospheres with an encore inflation device, the balloon ruptured. The device was then replaced with a 6x20 mustang and the dilatation was performed. An express ld stent was implanted to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).